Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer set their basal rate and carb ratio to 0 leading an elevated blood glucose (bg) levels. Reportedly, the customer was taken to the hospital due to uncontrolled high bg levels. In addition, the contact stated the customer would take random insulin injections while still using the pump resulting in low bg levels. The contact stated the customer has possible dementia and short term memory loss. Because of the customer's memory issues, it was unable to be determined if the customer had a basal rate set while taking additional injections or boluses on the pump. Although requested, information regarding the timeline and additional details of these events were not provided.